Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record and UDI number are in-progress. All information reasonably known as of 30-aug-2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported the gastrostomy-port (g-port) used for farrell bag decompression was not working to decompress. The only way the port works is with a syringe engaged. It was leaking from the port. The patient was admitted two weeks ago with an ileus. At that time, the cause of ileus unknow. Now the physician believes it's due to decompression issues experienced with g-port.

Manufacturer narrative:
The device history record for the reported lot number, 30250143, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The sample provided was evaluated and confirmed the leak through the gastric and jejunal duckbill valve due to the slit of the valve was in an open position. Root cause could not be determined. All information reasonably known as of 03-oct-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.